Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for parkinson's dual. It was reported that the patient is dizzy and has cognitive impairment with memory loss. The patient¿s head is spinning and they are unsteady. It was reported that it is unknown if the symptoms are related to the device or therapy. The patient¿s head spinning and unsteadiness has happened since the 1990s, but has gotten more pronounced over the past two days.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the dizziness, falls, and memory loss problems were unrelated to the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.